Manufacturer narrative:
Ge healthcare was initially made aware of this event via the (B)(4) on (B)(4) 2011. The initial reporter lists the information from the (B)(4) report.

Event description:
It was reported that a nurse plugged the dinamap pro 300 monitor into a wall power outlet in a hallway and several moments later could smell something burning. He saw smoke, went to inspect the power cord, and noticed that at the strain-relief at the plug-end a hole about 2-3 mm had burned through. He immediately pulled the power cord out and removed the entire device from service. This monitor was not being used on a patient when this occurred. No injury was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.